Event description:
A customer reported that five knives were noted blunt during surgery. Each case was completed using an alternate knife from another pak. There was no pt harm reported. Add'l info has been requested.

Manufacturer narrative:
The sample has been rec'd and in-house eval in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).